Event description:
The 3100a rental ventilator did not meet a specificaton. The amplifier used to cool the driver assembly was not drawing in ambient air as it should. There was no pt involvement at all.